Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and allergy to metals ('nickle sensitivity') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, paratubal cyst and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with vulvovaginal discomfort and skin exfoliation and endometriosis ("suspected endometriosis"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on 9-sep-2013. At the time of the report, the pelvic pain, allergy to metals and endometriosis outcome was unknown. The reporter provided no causality assessment for allergy to metals, endometriosis and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): full blood count - on (B)(6) 2013: wbc - 3.18 x103/mm3 (low); hgb -11.6; hct - 36.8 %; mcv - 78.3 picogram (low); mchc-24.7 % (low); on 10-sep-2013: hgb -10.1 dm/dl (low); hct -31.6 %. Pathology test - on (B)(6) 2013: uterus with proliferative pattern endometrium. Mild chronic cervicitis. Right fallopian tube with paratubal cyst. Left fallopian tube, no pathologic diagnosis.. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : allergy to metals, endometriosis and pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and allergy to metals ('nickle sensitivity') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, paratubal cyst and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with vulvovaginal discomfort and skin exfoliation and endometriosis ("suspected endometriosis"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, endometriosis and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): full blood count - on (B)(6) 2013: wbc - 3.18 x103/mm3 (low). Hgb -11.6. Hct - 36.8 %. Mcv - 78.3 picogram (low). Mchc-24.7 % (low); on (B)(6) 2013: hgb -10.1 dm/dl (low). Hct -31.6 %. Pathology test - on (B)(6) 2013: uterus with proliferative pattern endometrium. Mild chronic cervicitis. Right fallopian tube with paratubal cyst. Left fallopian tube, no pathologic diagnosis. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : allergy to metals, endometriosis and pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.